Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on (B)(6) 2022 and the reported issue did not occur during procedure. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the connector lock was not working, and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty video adapter/controller locking mechanism. Olympus will continue to monitor field performance for this device.